Manufacturer narrative:
The clinical analyst reviewed this file: ¿the customer reported that a patient developed cra (chorioretinal atrophy) after a vitreous surgery with the system. The surgery was completed. The surgeon noted the causal relationship of this occurrence is unknown. The customer completed a questionnaire. The patient was a (B)(6) old male and surgery was on the right eye (od). The primary disease was proliferative diabetic retinopathy and diabetes mellitus. The patient had a cataract extraction and intraocular lens (iol) implant on the left eye. The patient was scheduled for vitreous surgery due to central retinal artery occlusion and suspected carotid artery stenosis. There were no problems noted with the system during set up or surgery. This was the fourth and last case of the day. Chorioretinal atrophy is a condition of the eye where both the choroid and retina are damaged and causes the choroid and retina to wither away and stop working. There are many different causes of chorioretinal atrophy. The most common reason for the choroid and retina to become atrophied is by an infection. There are many different causes of the infection, and include: toxoplasmosis, toxocara, cytomegalovirus, cold sore virus, or chicken pox virus. Other potential causes of chorioretinal atrophy are myopia, an inflammation, or an unknown cause (idiopathic chorioretinal atrophy). After review of reported event, there is no evidence indicating that the chorioretinal atrophy was caused by the performance of the system.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient developed chorioretinal atrophy (cra) following a vitreous surgery. The surgery was completed, but the causal relationship is unknown. Additional information has been requested.